Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03245.

Event description:
It was reported that patient underwent a knee revision after an unknown amount of time post implantation due to pain. During the surgery, the patella appeared to be initially implanted too far superior and was irritating the soft tissue. Attempts have been made and additional information on the reported event is unavailable at this time.